Manufacturer narrative:
The initial MDR 1226181-2014-00131 was filed on march 10, 2014. MDR 1226181-2014-00131 supplemental 1 was filed on march 27, 2014.correction to 1226181-2014-00131 supplemental 1:correct from the initial MDR 1226181-2014-00141 was filed on march 10, 2014. To: the initial MDR 1226181-2014-00131 was filed on march 10, 2014.(B)(4).

Manufacturer narrative:
The initial MDR 1226181-2014-00141 was filed on march 10, 2014. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a broken vacuum fitting on the aliquot drain and replaced the aliquot probe. The cause of the discordant results is a drain overflow due to the broken vacuum fitting. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on three patient samples tested for multiple assays on a dimension vista 1500 instrument. One sample was tested for carbon dioxide (co2), ethyl alcohol (etoh) and acetaminophen (acet). Another sample was tested for glucose (glu), lipase, co2, gamma glutamyl transferase (ggt), blood urea nitrogen (bun), alkaline phosphatase (alp/alpi), aspartate aminotransferase (ast) , lactate dehydrogenase (ldi) and total bilirubin (tbil), and the third sample was tested for sodium (na). The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). It is unknown if there are reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that prior to discordant results, the instrument displayed drain overflow errors. The customer performed an instrument reset and no errors were seen. A siemens customer service engineer (cse) was dispatched to the customer site to perform service methods on all probes and drains. The cause of the discordant results is unknown. Siemens is investigating this issue.